Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site and as a result, had difficulty wearing the charging belt. Consequently, a revision procedure was performed to reposition the ipg to the abdominal region. Electrocautery was used during the procedure. Postoperatively, the patient is stable, and the ipg is functioning as expected. No devices were explanted

Manufacturer narrative:
Block b3: exact date unknown, approximate event date as pain was present since implant.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the implantable pulse generator (ipg) site and as a result, had difficulty wearing the charging belt. Consequently, a revision procedure was performed to reposition the ipg to the abdominal region. Electrocautery was used during the procedure. Postoperatively, the patient is stable, and the ipg is functioning as expected. No devices were explanted.

Manufacturer narrative:
Block b3: exact date unknown, approximate event date as pain was present since implant. The ipg has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).